Manufacturer narrative:
Concomitant medical products: controller / (B)(4); cat #: 1407it; exp date:10/31/2015; mfg date: 10/31/2014. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the distributor that this patient experienced several "electrical fault" alarms and a "vad stop" alarm. The vad coordinator heard the alarm and quickly exchanged the controller to the patient's back-up controller. The pump restarted in dual stator mode. Log files were sent. Since the controller exchange the patient has not experienced any more "electrical fault" alarms. The following day, the manufacturer field service engineer (fse) arrived on site to inspect the system (externally only). The medical team reported that the patient did not tolerate the controller exchange well and was currently not stable enough to tolerate pump off time required for internal inspection of the driveline connecter. A driveline sheath repair was performed per fs0012 rev 03 to cover the driveline until further inspection could be performed. When the old sheath repair was removed the driveline outer sheath was broken and missing in several locations along the length of the driveline cable. The inner lumen and wires were in good condition. External inspection of the driveline connector was fine visually; however, upon manipulation a stickiness in the axial direction was noted. Manipulation of the driveline did not produce any further alarms. Further inspection is planned pending stabilization of the patient's condition.

Manufacturer narrative:
(B)(4). The controller was returned for evaluation. The driveline was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements for release. Log file analysis revealed 9 electrical fault alarms recorded since july 22, 2016 of type sys_front_phase_a_open, sys_front_phase_b_open, and sys_rear_phase_c_open. These alarms are indicative of an open electrical connection on the front and rear stators of the pump. 5 high watt alarms were recorded since july 22, 2016 likely due to the pump operating on single stator. Several vad disconnect alarms were recorded indicating that the driveline had been disconnected from the controller. The returned controller met specifications; the device passed visual inspection and functional testing. Onsite inspection of the driveline revealed breaks and yellowing to the outer sheath but the inner lumen and wires were in good condition. Inspection of the driveline connector of the controller did not reveal any abnormalities. A driveline sheath repair was conducted to mitigate the reported sheath damage. Heartware has opened a CAPA to investigate the degradation of the driveline. The most likely root cause of the degradation to the driveline is exposure to uv light. Based on risk documentation, potential root causes of the electrical fault alarms are driveline cable or connector malfunction and foreign material inside the driveline connector/controller port connection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.